Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. The pump also had a severely scratched display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 236 mg/dl at the time of the call. The customer had lines on the screen of the insulin pump and could not read the screen. The customer stated they had high blood glucose due to a steroid medication from a spinal surgery. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.